Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that the electrocardiogram (cg) trace disappeared after the ultrasound system was booted up. This occurred during a portable transesophageal echocardiography (tee) procedure. The user rebooted the ultrasound system to restore its functionality. After it was restored, the tee was continued. There was a delay of 10 minutes but the study was completed using the same transducer. Since the system recovered successfully, there was no data lost. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted because it was determined that this medical device report (MDR) initially submitted to the FDA on (B)(6) 2018 was filed in error. Upon further review, this complaint would not lead to patient harm because the reported electrocardiogram (ECG) trace disappearing did not occur during a high risk procedure. Reference: (B)(4).